Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site did not remember if the system was plugged in or unplugged at the time of the power down.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) and battery were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Evaluation codes 10, 114, and 4307 are associated with the system checkout. Evaluation codes 114, 3221, and 4315 are associated with the replaced components. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an electrode and probe placement procedure. It was reported that intra-operatively, the system powered down. The site was able to see the red flashing battery light before this happened. The site was able to power on to proceed. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. An update was later provided that the main cart uninterruptible power supply (ups) battery was at 0%. When the system was unplugged from the wall, it powered down right away.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the ups had blown fets. Otherwise; all outputs measured expected voltage and the power button functions, as intended. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.